Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported patient underwent an arthroscopic labral repair procedure on (B)(6) 2014. During the procedure, the suture anchor pulled out. An additional hole was drilled and another anchor was utilized to complete the procedure.